Event description:
It was reported that there is an image quality issue associated with the 6800 system. It was noted that when taking images, the screen whites out and you can not see the image. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. Based on case review, advised the customer to use the systems auto feature for kvp. The system was tested and found to be working as intended and placed back into service.